Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:during testing, the pump was powered on and the display screen remained blank. The blank screen was replaced with a test screen, which functioned properly. Investigation revealed a failed display flex. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a failed display flex. This report is made based on results of investigation completed on (B)(6) 2015.